Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was placement difficulty and a possible insulation issue after stretching of the lead. It was noted that during manipulation of the lead through the sheath the svc (superior vena cava) coil was stretched. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.